Event description:
The pt received ER treatment for elevated blood glucose levels. The pt's mother also reported that the pump was emitting no prime warnings.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specs and delivery accuracy. A review of the pump history indicated that as reported by the pt, the pump functioned properly by detecting low forces and emitting appropriate alarms to alert the user that insulin delivery was interrupted. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.